Manufacturer narrative:
(H3, h6) medtronic representative went to the site to test the imaging system and inspections confirms that the door was functioning as intended upon arrival. Dingus was in the correct position. Trained cc¿s on door opening / closing with ratchet. Door odometer was at approx 2000. Shaved door split skin covers as this seems to be the issue with the popping noise. System checkout passed. System is fully functional. Staff notified. B01, c07, d02, g07001 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was having difficulty opening and closing. Whenever representative pressed the open or close buttons on the pendant, the gantry did not move. As a result, performed a manual opening of the system using the rachet. Once the gantry had been manually opened, the open/close buttons on the pendant worked again. Representative closed the gantry all the way using the pendant button. However, a loud popping noise was heard right as the gantry fully closed. Despite being fully closed, the pendant still displayed a "door open" message. No patient was present at the time of event.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000202, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.